Manufacturer narrative:
(B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during a retrograde intrarenal surgery (rirs), the user was trying to exchange to a filiform double pigtail ureteral stent set and upon opening the packaging of the device a tear in the stent was noted. The procedure was completed by using a different device. There were no adverse effects to patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported that during a retrograde intrarenal surgery (rirs), the user was trying to exchange to a filiform double pigtail ureteral stent set and upon opening the packaging of the device a tear in the stent was noted. The procedure was completed by using a different device. There were no adverse effects to patient reported. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), quality control procedures, interview personnel, as well as a visual inspection of the device were conducted. A device failure analysis was conducted. The stent was found to be torn at the pigtail but not through any of the sideports. The tether was not returned indicating its removal by the customer; however, the location of the tear is not consistent with one caused by the removal of the tether. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU, [t_dpss_rev3] ¿filiform double pigtail stent¿ contains the following information related to the reported failure mode. ¿how supplied¿ upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, the cause of the break in the stent was unable to be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.